Manufacturer narrative:
Conclusions: this report is based solely on the customer¿s allegation. Additional information has been requested from the patient¿s doctor regarding usage of the device and other clinical factors which may have contributed to the event. To date, this information has not been received and the investigation into this event is ongoing. Note: instructions for use (IFU) warns to "monitor per facility policy. Check to ensure that: mitts are properly secured. If applied too tightly circulation will be restricted; if applied too loosely, the patient may be able to slip his or her limb from the device." Manufacturer record # (B)(4).

Event description:
Customer reported while her daughter was in use with the mitt she experienced a severe skin breakdown. The exact date of event is unknown at this time.

Manufacturer narrative:
Conclusions: additional information has been requested from the patient¿s doctor regarding usage of the device and other clinical factors which may have contributed to the event. To date, this information has not been received. Without the return of the unit and only the information provided, it is not possible to confirm what might have caused the reported complaint. Historical data revealed that this was an isolated issue; however, it will continue to be monitored. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No further corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Supplemental based on additional information regarding no product being returned for evaluation.